Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown system1 bipolar cup. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding revision involving an unknown hip was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: not performed as no lot ID was provided for review. -complaint history review: not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined because device information and patient medical records were not provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
In 1996, the bha was done with omnifit stem and system1 bipolar cup and head. The revision surgery was done in (B)(6) 2014. At first dr. Thought to revise head and bipolar cup, but the head was not removed from stem and both of them were explanted.

Event description:
In 1996, the bha was done with omnifit stem and system1 bipolar cup and head. The revision surgery was done in (B)(6) 2014. At first dr. Thought to revise head and bipolar cup, but the head was not removed from stem and both of them were explanted.